Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button and had an unresponsive act button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was exposed to a change in altitude as they were on a plane. The customer was advised on the possibility of unresponsive keypad as a result of exposure to change in altitude and that it can be resolve by removing the battery cap and that a new battery may be required. The customer stated that they will switch when they get a new battery and would call back if the issue recur. There was no indication that the issue was resolved during the call and the insulin pump will not be returned for analysis.